Event description:
International affiliate reports that during minimally invasive surgery, after breaking away the extended tab portions of the screws, the surgeon found the remaining tab sections on the implanted screws had jagged edges. An intra-operative x-ray was taken and it was inclusive as to whether there were any loose portions of the tabs or extrusions on the implanted screws. See mfg medwatch# 1526439-2012-00172 for the other product code of screws involved in this event.

Manufacturer narrative:
The devices are not available for evaluation. Reviews of the device history records cannot be performed as the lot codes are unknown. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. No conclusions can be made. However, the concomitant device x-tab breaker/removal tool must be fully seated before removing the tabs to ensure that tab breakage occurs along the intended cross section. At this time, the complaint is considered to be closed. (B)(4).